Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pro-vent plus leaked blood from the syringes via the filter pro, and the air ingress was observed through the filter pro device. The customer stated that the issue was likely due to product misuse. There was no reported patient involvement, and no patient harm or adverse event reported.